Manufacturer narrative:
The initial report previously filed was inadvertently marked as complete? = no. The device evaluation has been completed and the findings reported on the initial report. No additional information is expected. Please consider the report complete.

Event description:
A device was returned to a service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no harm or injury reported. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of foam degradation. The device will be included in fsca 2021-05-a.